Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6), 2015. It is unknown if the patient will be re-implanted with a new device.

Manufacturer narrative:
(B)(4).